Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("removing essure product") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("intimate scar"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and scar to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.